Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was sensing retrograde conduction. It was noted that the right ventricular (rv) lead was undersensing in treated and monitored episodes which my have delayed detection. The device and lead remain in use. No patient complications have been reported as a result of this event.